Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage\device breakage'), device dislocation ('migration\migration of essure device location of device: uterine cornua'), pregnancy with contraceptive device ('pregnancy (termination)') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included abortion, gravida ii and parity 3 (total number of live births-(B)(6) 2005, (B)(6) 2007, (B)(6) 2013). Concurrent conditions included paratubal cyst. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2013. Received treatment for: breakage, migration. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: fu 3 & 4 proceeded together. Pfs received: reporters were added. New events- abnormal bleeding (vaginal, menorrhagia), mental anguish were added & some events were updated from psych injury to depression, pregnancy birth no complication to pregnancy (termination). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage\device breakage') and device dislocation ('migration\migration of essure device location of device: uterine cornua') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included abortion, multigravida and parity 3 (total number of live births-(B)(6) 2005, (B)(6) 2007, (B)(6) 2013). Concurrent conditions included paratubal cyst. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2013. Received treatment for: breakage, migration. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage\device breakage') and device dislocation ('migration\migration of essure device location of device: uterine cornua') in a 29-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included abortion, multigravida, parity 3 (total number of live births-(B)(6) 2005, (B)(6) 2007, (B)(6) 2013), uterine bleeding, nausea and breast tenderness. Concurrent conditions included paratubal cyst. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2013, (B)(6) 2014. Received treatment for: breakage, migration, discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: b66019 manufacturing date: 2013/08 expiration date: 2016/08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage\device breakage') and device dislocation ('migration\migration of essure device location of device: uterine cornua') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included abortion, multigravida and parity 3 (total number of live births-(B)(6) 2005, (B)(6) 2007, (B)(6) 2013). Concurrent conditions included paratubal cyst. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), depression ("psych injury"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the genital hemorrhage, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal hemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital hemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2013. Received treatment for: breakage, migration. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs receive, event outcome ,comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage\device breakage') and device dislocation ('migration\migration of essure device location of device: uterine cornua') in a 29-year-old female patient who had essure (batch no. B66019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included abortion, multigravida, parity 3 (total number of live births-(B)(6) 2005, (B)(6) 2007, (B)(6) 2013), uterine bleeding, nausea and breast tenderness. Concurrent conditions included paratubal cyst. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury") and anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 23 days after insertion of essure. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2013, (B)(6) 2014. Received treatment for: breakage, migration. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Lot number, medical history and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy : birth - no complications') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, bladder disorder, device breakage, device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2013. Received treatment for: breakage, migration, discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal pain, general abnormal bleeding, breakage/ expulsion : breakage, psych injury, pregnancy : birth - no complications, migration, bladder/urinary problems , did not undergo essure confirmation test were added. Removal details were added. Pregnancy outcome and plaintiffs information added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.